Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During the procedure, when the clip was being deployed the nurse had to use excess force to push the handle to release the clip. The procedure was completed with that original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of the clip being difficult to release.